Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion tube was rippled. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include stress problems. The most probable cause is traced to random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that rubber was missing four inches from the tip of the cysto-nephro videoscope. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.